Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case was reported by a consumer, who contacted the company to ask about discount program, with additional information from another consumer, concerns a male patient of unknown age and origin. Medical history: diabetes. No information regarding concomitant medication was provided. The patient received human insulin regular (rdna origin) (humunlin r) via reusable pen, unknown dose, frequency, route of administration, indication for use and start date. On unspecified date, unknown time after beginning insulin regular therapy via humapen (unknown model and batch number), the patient was in a bus and he was feeling unwell, described as he felt a weird sensation as if he was going to faint. Then he got groggy, passed out, fell in the bus and broke his device. Patient measured his blood glucose while he was still in the bus and the apparatus could not give an exact value because was too high. The patient injected unspecified insulin and measured the glucose again, it was above 500 (units and normal range were not provided). After 30 minutes of the second measurement, patient measured once again and his blood glucose was 475 (units and normal range were not reported). No further information on corrective treatments and examinations was provided. The patient got home and recovered from the glycemic event. The humapen (unknown model and batch number) was associated to the product complaint (B)(4). On unspecified date, the treating physician prescribed insulin glargine and insulin lispro because the glycosylated hemoglobin of the patient was not decreasing, it was reported that the glycosylated hemoglobin as 16% (normal range was not provided). The reporter called to ask about discount programs for these two insulin. No information regarding corrective treatments and outcome was provided. Upon follow up, it was reported that due to device was broken, the patient stayed some time without unspecified insulin, but only received insulin regular. It was not clear who operated the device and the operator training status. The patient used the device model and the reported device for unknown period of time. The device broke and its return was not expected. The reporting consumer did not provide an assessment of relatedness. Update 29may2018: additional information received on 28may2018 from another consumer. Added second reporter; added passed out as event. Update event feeling unwell to felt faint. Changed outcome of the event high blood glucose from unknown to recovered and treatment received from unknown to yes; upgrade of the case from non-serious to serious. Updated action taken from drug discontinued to no change. Narrative and respective fields updated accordingly. Update 31may2018: no new information received from the second consumer on 28may2018 via call center. Update 31may2018: updated medwatch fields for expedited device reporting. No new information added.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case was reported by a consumer, who contacted the company to ask about discount program, with additional information from another consumer, concerns a male patient of unknown age and origin. Medical history: diabetes. No information regarding concomitant medication was provided. The patient received human insulin regular (rdna origin) (humunlin r) via reusable pen, unknown dose, frequency, route of administration, indication for use and start date. On unspecified date, unknown time after beginning insulin regular therapy via humapen (unknown model and batch number), the patient was in a bus and he was feeling unwell, described as he felt a weird sensation as if he was going to faint. Then he got groggy, passed out, fell in the bus and broke his device. Patient measured his blood glucose while he was still in the bus and the apparatus could not give an exact value because was too high. The patient injected unspecified insulin and measured the glucose again, it was above 500 (units and normal range were not provided). After 30 minutes of the second measurement, patient measured once again and his blood glucose was 475 (units and normal range were not reported). No further information on corrective treatments and examinations was provided. The patient got home and recovered from the glycemic event. The humapen (unknown model and batch number) was associated to the product complaint (B)(4). On unspecified date, the treating physician prescribed insulin glargine and insulin lispro because the glycosylated hemoglobin of the patient was not decreasing, it was reported that the glycosylated hemoglobin as 16% (normal range was not provided). The reporter called to ask about discount programs for these two insulin. No information regarding corrective treatments and outcome was provided. Upon follow up, it was reported that due to device was broken, the patient stayed some time without unspecified insulin, but only received insulin regular. The operator of the device and the training status was not provided. The patient used the device model and the reported device for unknown period of time. The suspect humapen device was not returned to the manufacturer. The reporting consumer did not provide an assessment of relatedness. Update 29may208: additional information received on 28may2018 from another consumer. Added second reporter; added passed out as event. Update event feeling unwell to felt faint. Changed outcome of the event high blood glucose from unknown to recovered and treatment received from unknown to yes; upgrade of the case from non-serious to serious. Updated action taken from drug discontinued to no change. Narrative and respective fields updated accordingly. Update 31may2018: no new information received from the second consumer on 28may2018 via call center. Update 31may2018: updated medwatch fields for expedited device reporting. No new information added. Update 08jun2018: additional information received on 08jun2018 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch and european and canadian (EU/ca) device fields for the suspect device associated with (B)(4). Corresponding fields and narrative updated accordingly..

Manufacturer narrative:
B.5. Narrative field; new updated and corrected information is referenced within the update statements in b.5. Please refer to statement dated 08jun2018 in the b.5. Field. No further follow up is planned. Evaluation summary: a mother reported her son, the patient, experienced increased blood glucose levels, and he fainted. When the patient fainted, he fell and broke his humapen (unspecified device). The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.